Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system monitor screen became black. This occurred after registering the patient. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software logs were submitted, but no event information was found for the reported date the issue occurred. No further subsequent issues have been reported. Unable to determine root cause with the information available.

Manufacturer narrative:
Patient identifier not made available from the site. No parts have been returned to manufacturer for analysis.